Manufacturer narrative:
Other applicable components are: product ID: 3587a, lot# l93256, implanted: (B)(6) 2002, product type: lead. Product ID: 3487a-45, lot# j0314050v, implanted: (B)(6) 2004, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and reflex sympathetic dystrophy syndrome/causalgia-complex regional pain syndrome. It was reported that the patient was having a burning sensation in one of her leads about 1.5 to 2 years prior to the report, so she stopped recharging/using the implant. The patient was later unable to recharge again. The manufacturer representatives have tried to resolve, but were unable to do so. The patient was working with different health care providers and neurosurgeon for a possible replacement. There were no further complications reported.